Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during an esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy placement procedure. Procedure date is unknown. According to the complainant, during the procedure, the peg tube got stuck while it was pulled through the abdomen. The peg tube was not easily sliding through the stoma and a lot of force had to be used to pull it out. The physician felt that the dilating tip was not smooth and there was a slight ridge that got stuck on the abdominal wall. Reportedly, the physician made a larger incision cut that caused the gastric juices to leak into the peritoneum. The procedure was completed with this endovive safety peg kit pull method. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.